Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced tingling near the implant site. The pocket revision was performed. The ICD device remains in service. No additional adverse patient effects were reported.